Manufacturer narrative:
Insulin pump was received with cracked lcd window, cracked case at display window corner, broken battery tube threads, completely broken reservoir tube lip, missing reservoir tube o-ring and cracked reservoir tube window.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that the top of display screen going to battery compartment was damaged. Customer does not know how damage occurred. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.